Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.

Event description:
It was reported that during a da vinci-assisted urology surgical procedure, the black cable's insulation was damaged on the 8 mm maryland bipolar forceps instrument. No fragments fell into the patient. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. Additional observation related to the customer reported complaint: the instrument was found to have damage of the conductor wire insulation at the yaw pulley location. There was not material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. No signs of thermal damage were observed. Components adjacent to the damaged wire insulation do not show damage. The complaint was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. Furthermore, the probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.